Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, the implanted screw had loosened. As per doctor this was an expected possibility due to the very poor bone quality (severe osteoporosis). The patient underwent revision surgery for the removal of loosened screw.